Manufacturer narrative:
An event regarding rom involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the root cause of this event cannot be determined with certainty. Causes of pain and stiffness and instability after primary total knee and pain and stiffness after revision total knee arthroplasty are multifactorial including surgical technique factors, patient factors including bmi and activity level and local host factors such as stretching of the collateral ligament structures postoperatively. With the information provided, I would not assign any causality to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to pain and stiffness. A review of the provided medical records by a clinical consultant indicated: "the root cause of this event cannot be determined with certainty. Causes of pain and stiffness and instability after primary total knee and pain and stiffness after revision total knee arthroplasty are multifactorial including surgical technique factors, patient factors including bmi and activity level and local host factors such as stretching of the collateral ligament structures postoperatively. With the information provided, I would not assign any causality to the implant itself." The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, revision reports, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the stryker facebook page, "4 years later and 2 stryker total replacements, still in pain. I often regret my decision to have total knee replacement" received vm from patient indicating patient has had a primary and revision in 1 leg. Patient reports pain and issues with rom and pain. Patient reports receiving a revision, but pain and rom issues have not been resolved.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "4 years later and 2 stryker total replacements, still in pain. I often regret my decision to have total knee replacement" received vm from patient indicating patient has had a primary and revision in 1 leg. Patient reports pain and issues with rom and pain. Patient reports receiving a revision, but pain and rom issues have not been resolved.